Manufacturer narrative:
Other, other text: returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, the issue was able to be confirmed during a pressure switch test. The downstream occlusion sensor was the cause of the issue and will be replaced to resolve the problem. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that the cadd legacy plus pump displayed a downstream occlusion. There were no adverse events reported.